Event description:
On april 5, 2024, senseonics was made aware of an incident where the sensor broke during the removal procedure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received. As per the case notes, the sensor (B)(6) was broken during removal into two pieces as the endcap got separated from the sensor and the hcp was able to remove all parts of the sensor.as the device was not returned no visual inspection of the broken sensor could be performed in-house. The breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. The user is doing well and was inserted with a new sensor. No further resolution was found necessary for this complaint. B4.date of this report 17 may 2024. G3.date received by the manufacturer? 16 may 2024. H3. Device evaluated by manufacturer? No. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4310.